Event description:
On feb 22, 2010, the lay-user/reporter contacted lifescan (lfs) (B) (4) on behalf of the lay-user/patient, alleging that the one touch ultra2 meter has a power issue (meter does not turn on). This complaint is classified according to the documentation of the customer care advocate (cca). The pt manages his diabetes with self adjusting insulin. The power issue began approx two months prior to contacting lfs. After the pt was unable to test his blood glucose on the subject meter, the reporter noted that a visiting nurse stops by daily to obtain the pt's blood glucose. The pt was unable to specify what action he took in regards to his usual diabetes management during the time of concern. Sometimes after the product issue began, the pt reportedly had symptom of "trembling. The pt administered self treatment with juice and felt better soon after. During troubleshooting, the cca verified that there was no product misused. Based on the info provided, the battery needed to be replaced. The product issue was resolved after the battery was replaced. This complaint is being reported because the pt claimed that she developed symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.